Manufacturer narrative:
The investigation of access site bleeding and vascular damage: peripheral vessel has been completed. The impella device was not returned for evaluation. Access site bleeding: based on the clinical details the root cause of access site bleeding is determined to be use issue because the bleeding was resolved by matching the angle and placing sutures. Vascular damage: the bleed from right femoral artery (rfa) has been mentioned but no details related to the cause of damage. Hence, the root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a critical patient was implanted with an impella device for mechanical circulatory support. Bleeding was suspected, but staff could not see any active bleed under fluoro, considering dissection. Giving epi pushes, fluid, blood product and intermittently coding patient for low blood pressure. Bleeding was from the right femoral artery (where transcatheter aortic valve replacement (tavr) sheath was previously). The 14fr peel away was removed and repo sheath was advanced. Staff placed sutures and matched angle entry, significantly slowing the bleeding. The patient was stabilized and sent to ICU. The patient was still having sudden drops in blood pressure, having to intermittently code, give blood products and fluid. Right flank hematoma was noted in ICU and it kept getting bigger as time went on. The patient was sent to get CT scan - showed retroperitoneal bleed. Gen surg consulted to fix the bleed (he was willing to fix). The patients family decided to withdraw care. The patient subsequently expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.